Manufacturer narrative:
Additional information added to b5. Coding in h6 updated.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented with possible atrial fibrillation (af) with bigeminy. It was noted this rv lead was recently implanted. Lead testing confirmed there was a loss of capture on the rv, right atrial (ra), and left ventricular (lv) channels. Imaging was done and confirmed all three leads were dislodged. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported. Additional information was received. This right ventricular (rv) lead and the right atrial (ra) lead were explanted due to infection. This rv lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented with possible atrial fibrillation (af) with bigeminy. It was noted this rv lead was recently implanted. Lead testing confirmed there was a loss of capture on the rv, right atrial (ra), and left ventricular (lv) channels. Imaging was done and confirmed all three leads were dislodged. This rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.